Event description:
It was reported that, " the surgeon put 4 pedicle screws and one cage. When opening the boxes of the device, the medial arm of the spreader was broken in the piston central level which unable the full withdrawal of the blade. When using the spreader, facing the impossibility to separate the two blades clipped based on the retractor, the surgeon had to remove the patient's stent, remove the silicone blade, then make so that the screw serving to deviate is engaged again with its base to actuate the wedge mechanism. This manually separating the blades as he insisted that the screw is engaged with the base.

Manufacturer narrative:
Catalog# 48760631c, lot# 155340. Results pending investigation closure. Results will provided in additional supplemental.

Event description:
It was reported that, " the surgeon put 4 pedicle screws and one cage. When opening the boxes of the device, the medial arm of the spreader was broken in the piston central level which unabled the full withdrawal of the blade. When using the spreader, facing the impossibility to separate the two blades clipped based on the retractor, the surgeon had to remove the patient's stent, remove the silicone blade, then make so that the screw serving to deviate is engaged again with its base to actuate the wedge mechanism. This manually separating the blades as he insisted that the screw is engaged with the base.

Manufacturer narrative:
Lot# 155340. Method: visual inspection; material analysis; device history review; complaint history review; risk assessment. Results: a material analysis was performed and it was found that the device fracture in ductile overload and that the material of the screw was to spec. No relevant manufacturing issues were identified as all units met specifications. Conclusion: the root cause of the event was most likely the screw was overtorqued by the user, as no issue was found with the material of the device.

Event description:
It was reported that, the surgeon put 4 pedicle screws and one cage. When opening the boxes of the device, the medial arm of the spreader was broken in the piston central level which enabled the full withdrawal of the blade. When using the spreader, facing the impossibility to separate the two blades clipped based on the retractor, the surgeon had to remove the patient's stent, remove the silicone blade, then make so that the screw serving to deviate is engaged again with its base to actuate the wedge mechanism. This manually separating the blades as he insisted that the screw is engaged with the base.